Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) was 50 mg/dl; cause was unknown. During troubleshooting with tandem technical support the pump was functioning as expected. Multiple attempts were made by tandem¿s technical support to obtain additional information on the customer's low bg ; however, a response was not received.